Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer paused ilet use for a period and then resumed after a factory reset performed with a diabetes educator, after which she experienced fluctuating blood glucose values and requested guidance on ilet learning time and additional training. Symptoms included hypoglycemia. Outcomes included no reported injuries, no alarms, and education and troubleshooting provided with an offer for additional training. Investigation included customer interview and product-use review. Investigation of this case revealed no report of device malfunction and no identifiable device component issue, with cause not determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear.